Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found that the coating at the entrance of the donut end was cracked. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the implant nt will charge up to 30-40% and sit there and nothing happens. The implant is taking a long time to charge, one and a half hour to charge implant and does not charge all the way to 100%. The healthcare provider (hcp) office checked the implant and everything looks good. The patient states that every time she charges the device acts differently. This started occurring 6-8 weeks ago. The patient connected with device and controller shows both controller and ins are at 60% charge level. The patient started a recharging session and implant charged to 80% with excellent charging while the patient was on the phone. The patient checked the charging temperature was at high/level four. Troubleshooting resolved the reported issue. It was reviewed the external equipment seems to be functioning as it should. It was recommended the patient call back when the issue happening or take a picture of the screen information. It was recommended the patient consult with healthcare provider (hcp) if the implant is taking a long time to charge. No patient symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient¿s whole recharger was getting very hot and feels very unsafe. They added that it was past warm, and that this issue had been occurring since (B)(6) 2019. The patient was sent a replacement recharger. There were no patient symptoms or complications reported. Additional information received from the patient. It was reported that the patient didn't have a clue as to what led to the ins taking longer to charge and not fully charging to 100%- they thought there was a short in the plug from the charger to the controller. Nothing had been done to resolve the issue. They were told to take a picture of their screen and send it to the manufacturer. No symptoms or further complications reported.